Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified units of novum iq large volume pumps alarmed air in line while in use with clearlink system y-type blood/solution sets. The issue was described as, the pump did not accept the blood tubing and was giving an error along the lines of ¿improper air in the line". The issue occurred after the tubing was primed with normal saline and infusion began at 50 ml/hr for 15 minutes, then typically increased to 100-150 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.